Event description:
It was reported by service report that the bed is going up to the full up position when unattended. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result - excessive adhesive.